Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the two catheters broke in the same spot during slitting. It was noted the left ventricular (lv) lead did not stay in place because the inner catheters kept breaking during slitting. The lead was attempted and not used. The doctor decided to install a dual chamber implantable cardioverter defibrillator (ICD) instead of a cardiac resynchronization therapy defibrillator (crt-d) device. No patient complications have been reported as a result of this event.